Event description:
It was reported to philips that x-ray pc power failure caused boot-up issue on a azurion 7 m20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the x-ray pc monoplane, reinstalled the software, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).